Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 535mg/dl and treated with insulin. Customer declined to troubleshoot and indicated that the high was due to a recent change in pump settings. Customer was advised to call their doctor and diabetes educator. No further details given.